Event description:
The customer reported that they were experiencing flaring on their fluoro images and on one occasion, there was a total screen white-out.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep attended the site and on investigation found that the actual output radiation kv from the x-ray tube was around 10 kv higher than that set or indicated by the system control. He completed the two system calibrations that may correct this, namely the kv/ma offset calibration and filament preheat calibration. Both of these completed successfully, but made no change to the problem. Indeed the kv/ma offset calibration involves reading the measured kv off the monobloc tube internal voltage divider and this also seem to indicate that the kv is correct. It appears that the fault is with the monobloc tube internal voltage divider providing incorrect feedback of true kv to the system, a new monobloc tube is required. The site has been using this system for an unknown length of time in this condition (producing output radiation 10kv high), no error messages are shown and the only indication that there is a problem is occasional image flaring. The site has been requested to stop using the system until the tube is replaced ,and the problem is resolved.